Event description:
A (B)(4) sales representative ran control tests on a customer's trial contour next usb meter and received a result of 11.7mmol/l. The approximate range was 6.2 - 7.7mmol/l. No adverse event was alleged. The test strips are expected to be returned for evaluation. New meter was sent to the customer.

Manufacturer narrative:
The correct expiration date for the test strips is 09/30/2013. It was originally submitted as 03/31/2014.

Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws